Event description:
It was reported that 3 smartsite needle-free connectors were blocked/occluded during use and would not flush. The following information was provided by the initial reporter: "the issue was with 3 separate people who used 3 different connectors 2000e-04 and could not flush when attached to the newly inserted pivc using posiflush to flush. There was no issue once the connector was replaced. The concern was that the customer has now tried several other connectors from the same lot and been unable to replicate the issue. So it may just have been an issue with these 3."

Manufacturer narrative:
H6: investigation summary a 2000e-04 sample was not available for investigation of this feedback. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20115206 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 smartsite needle-free connectors were blocked/occluded during use and would not flush. The following information was provided by the initial reporter: the issue was with 3 separate people who used 3 different connectors 2000e-04 and could not flush when attached to the newly inserted pivc using posiflush to flush. There was no issue once the connector was replaced. The concern was that the customer has now tried several other connectors from the same lot and been unable to replicate the issue. So it may just have been an issue with these 3.